Event description:
Narrative from staff: I plugged the laser fiber into the laser, it was not detected by the laser. It was a faulty fiber. Added time for patient to be under anesthesia as I tried to trouble shoot, I ended up replacing the fiber and it worked.